Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to start. The customer attempted a restart, but the station remained on a black screen with a blinking cursor and did not proceed further.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had screen failure. A field service engineer found that the hard drive was damaged upon arrival at the hospital, where the dispenser screen was blank. The fse powered off the unit and checked the scomled and hard drive connections. During inspection, it was observed that a medication drawer was open with bins exposed and the emergency release lever disengaged; the fse correctly repositioned all bins and secured the lever back in place. A new hard drive was installed, and during startup, the system displayed a blinking cursor, indicating a failed boot due to a corrupted boot partition. The fse replaced the hard drive and completed synchronization, after which the customer confirmed that the issue was resolved, and the system was functioning normally. The system functioned as intended after the field service engineer repaired the device.